Manufacturer narrative:
Postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alintiy I total b-hcg result for a (B)(6) female patient. The following results were: on (B)(6) 2021 sample ID: (B)(4): initial result: 83.41 miu/ml, repeat result: 2.30, 2.30 miu/ml, repeat on another alinity analyzer: 2.30 miu/ml, immunochromatographic test strip: negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I total b-hcg results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The complaint activity review determined the reagent lot performs as expected for this product. Tracking and trending was reviewed and did not identify any related trends. The field data was reviewed. The overall performance of alinity total b-hcg reagents in the field using data gathered from customers worldwide. Median value of the negative population for the complaint lot is within the established limits and comparable to historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history records were reviewed and did not identify any non-conformances or deviations associated with the likely cause lot number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alintiy I total b-hcg reagent lot 31140ud00 was identified.